Event description:
It was reported after tunnelization of the patient's extensions, one of the two extensions was found to be 'completely twirled' in the pocket and the correspondent lead was stretched but not dislodged. It was also reported the extension was explanted and a CT scan was scheduled to check the lead position. The lead and extension replacement surgery was reportedly scheduled for the day after report or the week following the report. The patient's battery was left connected only to the other lead and the second channel was capped. It was reported the patient experienced no injury or adverse event but would need another procedure for the new lead implant. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Product ID 37085, serial# unknown, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type extension; product ID 3389, serial# unknown, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
Additional information was received which reported that a CT scan did not show any anomalies. No replacement had reportedly been performed yet. At the time of the report, the patient was receiving stimulation only on one side and showed a "partial but good response" to stimulation. No further information was reported. If additional information becomes available, another follow-up report will be submitted.

Manufacturer narrative:
(B)(4).